Event description:
It was reported that during a da vinci prostatectomy surgical procedure, a piece of the permanent cautery hook instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument cautery hook is broken off at the base of the yaw pulley and fractured through one of the machined holes in the shank. The hook and ceramic sleeve were not returned with the instrument. As indicated in the complaint description, the broken piece was successfully retrieved from the patient.